Event description:
Customer reported that pump's wake button was difficult to press and often required multiple attempts to activate the screen. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use current pump.